Manufacturer narrative:
Date received by MFR: 21nov2019. The manufacturer¿s field service engineer (fse) confirmed the reported flow sensor out of range issue. The manufacturer¿s field service engineer (fse) replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The part was returned to the manufacturer for failure investigation (fi). It was determined that unit failed due to air flow sensor caused by drifting out of specification. Submitted unit failed due to air flow sensor caused by drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019.

Event description:
The customer reported the flow sensor was out of range. There was no patient involvement.